Event description:
A user facility charge nurse reported that an internal dialyzer blood leak occurred upon initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood test strip was not used to test for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly above 100 cc. The charge nurse confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample was returned from the reported lot number for evaluation. The customer returned one dialyzer without the pre-packaging pouch from the reported lot number for evaluation. The fibers were returned wet with blood residue present throughout. The corporate sample return kit blood port and adapter caps were attached. During a gross visual examination, a delamination was identified on the non-cavity ID end of the dialyzer. The delamination extended from approximately 280° to 70°, with the dialysate ports situated at 0°. There was no other damage or irregularities noted on the sample. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that an internal dialyzer blood leak occurred upon initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood test strip was not used to test for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly above 100 cc. The charge nurse confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.